Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the complaint activity section revealed the homechoice (hc) device was not returned to baxter for evaluation. Without the device, the logs were not available for review to determine the drain volume amounts to determine the cause for the reported issue of increased intra-peritoneal volume (iipv). Based on available information; the cause for the reported issue was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error suggested in the complaint. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a follow-up with the home patient (hp) and the hp's peritoneal dialysis (pd) nurse regarding an increased intra-peritoneal volume (iipv) incident (see emdr report number 1423500-2011-02475), the hp reported that she had manually drained about 3200ml. Per hp, she had manually drained because her total ultrafiltrate (uf) was -270ml. The hp stated that she manually drained about 3200ml. The hp's largest prescribed fill volume is 2000ml. Upon inquiring if she had bypassed any alarms, the hp stated that she did bypass the initial drain. The hp's nurse, who was visiting the hp at the time of this call, suggested that bypassing of the initial drain might have caused the drain volume of 3200ml. The hp stated that she did not have any symptoms, and did not want to swap the hc device. The hp is continuing therapy. The nurse agreed to review the proper procedures with the patient. This event met the iipv criteria.